Event description:
The facility reported an infuso.r. Pump with "pump is saying 'not infusing' and the label on the front is all beaten up." This condition occurred during programming/setup in the operating room. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of an infuso.r. Pump with a malfunction of "pump is saying 'not infusing'" was confirmed and reproduced during device evaluation. The cause of the problem was not fully evaluated because the device was returned unrepaired.